Event description:
Reportedly, a police officer responded to a cardiac arrest call, disposable defibrillation electrodes were attached to the patient, the device indicated connect electrodes and use of the device was inhibited. Fire department crews arrived on scene, their AED device was attached to the patient using the same electrodes. The back up device indicated connect electrodes and use of the device was inhibited. The defibrillation electrodes were replaced, the fire department AED was used, and 3 shocks were delivered to the patient. The patient was successfully resuscitated.